Manufacturer narrative:
Exact date unknown, event occurred years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7098354/7095691.

Event description:
It was reported that the patient experienced inadequate pain relief. It was also noted that there was bleeding on the pocket site which was confirmed through a computed tomography (CT) scan. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and not returned.